Event description:
The ultrasound imaging system did not adequately display blood flow during a testicular exam. Using color doppler mode, they were unable to produce flow in the testicles and only minimal flow in the epididymis. Hte pt underwent an interventional procedure where it was determined that they only had epididymitis.